Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a serious injury. The customer stated that he went to bed feeling normal with blood glucose level at 154 mg/dl, also woke up at 2am normal, but then woke up on the floor at 4am and had low blood glucose. He stated that he treated himself by eating a jar of cake icing. Customer also stated he couldn't move until 6am. The customer's blood glucose level at time of call was 142 mg/dl. The customer was advised to disconnect from the insulin pump and go through troubleshooting; the customer agreed. No errors were found and the insulin pump seemed to be working as designed. The device was not returned.